Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone that the insulin pump had button anomaly and frozen display. The customer's blood glucose level was 389 mg/dl. The customer stated that the insulin pump died over night. It did come back on for a minute but didn't stay on and the buttons were not responding working. The time was frozen and did not resume after changing the battery. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device is expected to be returned for analysis.

Manufacturer narrative:
No frozen screen or blank display noted. Device time or clock moved. However, device had unresponsive all buttons due to moisture damaged electronic assembly, also moisture damage motor, vibrator motor during visual inspection.